Event description:
It was reported that the user experienced a severe low blood glucose event while using a dexcom g7, with the lowest continuous glucose monitor reading of 43 mg/dl and approximately two hours of hypoglycemia; the user treated with 16 oz of orange juice and reported that glucose tends to drop upon getting up and walking. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention to correct the low glucose. Investigation included interviews and an analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.